Event description:
One touch ultra meter would not power on. The medical affairs specialist contacted the patient to verify the information. Last use of the meter was 2 weeks prior with result obtained. On friday morning they ate breakfast about 8 a.m, attempted test at 8:30am and then went to a scheduled appointment with their doctor at 9:00 am. A reading was obtained of 395 mg/dl on an unknown meter. The patient stated they had felt "dizzy" for about 2 days prior. No tretment was given. The patient was advised to call lifescan for replacement and continue their routine medication. They take actos every evening. Though they had symptoms for 2 days they made no attempt to test, had not tested in 2 weeks, had eaten prior to the doctor visit, continued to take their medication as prescribed, and no treatment given by the medical professional. The meter and test strips were replaced and return expected.